Event description:
It was reported that the surgeon prepared a titanium vectra - t plate for insertion, which was bent with the proper instrumentation. As the surgeon began to implant the plate, the surgeon pulled the plate and the plate broke apart. The breakage happened prior to pt use. The pt was unharmed. Another plate was used to complete the procedure. The surgery was prolonged by approx 5 mins as a result of this incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned and visual inspection noted the plate appeared bent/deformed. Further examination detailed the stop golden area was tampered and making it possible to slip from the blue housing part. The reported breakage is possible indicative of excessive force applied during pre-bending. A review of the device history records did not show any discrepancies that could have contributed to the reported issue.